Event description:
Upon receipt of the unit, the pouch was damaged, thereby the sterility had been compromised. No further details are available. No pt involvement or injury occurred as a result of this event.